Manufacturer narrative:
The device was investigated on site by a service technician of the hospitals contracted service organization and the device log was downloaded and forwarded to the manufacturer. The device passed all tests on site and performed as expected. The device log confirms that the device switched to manual ventilation mode with corresponding alarm on the date of occurrence. Monitoring functions were still available. The investigation comes to the conclusion that the reported event was a sporadic internal communication problem of the ventilator's cpu board which was most likely caused by electromagnetic radiation or electrostatic discharge of the user during interactions with the device. Drager has recommended in the investigation report to replace the cpu board as precautionary measure and to check electromagnetic environment in the concerned room in the hospital. The number of similar events is very rare compared to the installed base of this type of devices.

Event description:
It was reported that during a case, the machine alarmed for 'gas delivery + vent fail' and stopped automatic ventilation. The case was completed in manual mode and there was no patient injury reported,